Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The product lot number was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy of an ischemic stroke to the middle cerebral artery (m3 segment), a sheathless femoral access of a calcified femoral artery was obtained. The technician did not prep the emboguard 87, 95 cm balloon guide catheter (bg8795u, unknown lot) prior to use in the patient. Drew negative but did not inflate prior to use. In the patient, the balloon was inflated using 3ml 1 way. Upon inflation, a leakage was noted by the sales representative, the balloon then deflated. The procedure was completed with eg as a long guide sheath. The surgery was delayed by two minutes. There delay was not clinically significant. The balloon was not used for flow arrest. The procedure was successfully completed. The device did not appear to be kinked, compressed, cracked or damaged in anyway. A 6fd terumo sheath was used to dilate. There was no evidence of air being injected into the patient due to the leakage.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a mechanical thrombectomy of an ischemic stroke to the middle cerebral artery (m3 segment), a sheathless femoral access of a calcified femoral artery was obtained. The technician did not prep the emboguard 87, 95 cm balloon guide catheter (bg8795u, unknown lot) prior to use in the patient. Drew negative but did not inflate prior to use. In the patient, the balloon was inflated using 3ml 1 way. Upon inflation, a leakage was noted by the sales representative, the balloon then deflated. The procedure was completed with eg as a long guide sheath. The surgery was delayed by two minutes. There delay was not clinically significant. The balloon was not used for flow arrest. The procedure was successfully completed. The device did not appear to be kinked, compressed, cracked or damaged in anyway. A 6fd terumo sheath was used to dilate. There was no evidence of air being injected into the patient due to the leakage. The device was not returned for analysis; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint of ¿leakage-during positive pressure¿ could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Per the instructions for use (IFU) when preparing the ballon with 3-way stopcock the indications are to: ffill 20 ml syringe with approximately 5 ml of balloon inflation media. Attach 3-way stopcock to balloon guide catheter inflation lumen luer. Attach 20 ml syringe to stopcock. B. With 20 ml syringe pointing downward, repeat the following steps as required to remove air from the system: I. Turn stopcock to prevent flow to open lumen of 3-way stopcock. Pull back on syringe plunger to aspirate inflation lumen. Maintain negative pressure until air bubbles stop forming in the syringe. Iii. Release the syringe plunger slowly to allow inflation media to be drawn into the inflation lumen. Do not inject inflation media. IV. Attach 1 ml syringe to balloon 3-way stopcock. Turn stopcock to prevent flow to balloon hub. V. Transfer maximum recommended inflation volume (0.37 ml) from 20ml syringe to 1 ml syringe. Turn stopcock to prevent flow to 20 ml syringe. Vii. Gently infuse the balloon inflation media from 1ml syringe to inflate the balloon. Viii. Turn stopcock to prevent flow to balloon. Ix. Inspect balloon for leakage and air bubbles. X. Turn stopcock to prevent flow to 1 ml syringe. C. Apply vacuum with 20ml syringe to deflate the balloon. Ensure the balloon is fully deflated following balloon preparation. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.